Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8015 had watch dog error was not identified during the customer call. Tech support recommended the customer to replace logic board. Customer stated that he checked the logs, and there's nothing. Once again tech support recommended the customer to replace the logic board. Customer said ok and the call was ended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had watch dog error. There was no patient involvement.